Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported she was unable to use the retrieval string to remove the tampon, as it was swept up inside her vaginal cavity. The pledget was manually removed without issue. She did not experience any adverse health effects and did not require medical attention.